Event description:
It was reported that patient experience chest pain/tightness. A farawave catheter was used during a pulsed field ablation (pfa) procedure. No issue was noted during the procedure. It was mentioned that the patient had chest pain/ tightness and was brought to the emergency department. ECG test for cute ischemic changes and troponin tests were performed, both were negative. Patient consulted with the cardiologist and booked for follow up. The patient was discharged once the pain was stopped. The device is not returning as the issue occurred after the procedure and the device was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated b5 field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experience chest pain/tightness. A farawave catheter was used during a pulsed field ablation (pfa) procedure. No issue was noted during the procedure. It was mentioned that the patient had chest pain/ tightness and was brought to the emergency department. ECG test for cute ischemic changes and troponin tests were performed, both were negative. Patient consulted with the cardiologist and booked for follow up. The patient was discharged once the pain was stopped. The device is not returning as the issue occurred after the procedure and the device was disposed. It was further confirmed that the patient was discharged from the emergency on (B)(6) 2026, hospitalization was not required. No issue was noted when the procedure was completed.